Event description:
Patient reported leaking of her 5fu pump from the pigtail extension of the cadd pump to the equashield ll2s male adapter. Patient had to contact emergency hotline and stop pump. She missed her full dose of the home infusion. Her caregiver and members in her home were subsequently exposed to hazardous compounds because of this leak. Therapy dates: (B)(6) 2023. Reference report #mw5115056, mw5115057.